Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-01151 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-01152 pertains to the second resolution clip device, and manufacturer report #3005099803-2015-01153 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the gastroesophageal junction during a biopsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the over sheath was removed from the device and then the clip was placed down the scope. The clip grasped and locked onto tissue. The clip released from the catheter; however, when the catheter was pulled back, the clip popped back open and fell off into the patient in an open state. The same issue occurred with the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) clip falls into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.